Event description:
Per the clinic, the patient experienced a skin flap infection around the implant side. Revision surgery (date not reported) to resolve the issue was unsuccessful. The device was explanted (B)(6), 2013. Reimplantation is planned but had not taken place at the time of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
This report is filed june 26, 2014.